Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, swelling, redness, and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of allergic reaction, swelling, redness, and itching as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected with juvederm voluma six weeks later patient was injected with juvederm volbella with lidocaine. Injection sites were listed as cheeks, lips, and marionette lines, however specific sites for each product were not provided. Three months later patient developed "a delayed allergic reaction, swelling, redness, itching." The patient was treated with 3 injections hyaluronidase with some improvement and was also prescribed antibiotics and antihistamines. There is now "only one small area of redness."